Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report a motor error alarm during rewind and also had alarms in the history. The customer's blood glucose reading was unknown, but was reported as "normal". No further details were provided.

Manufacturer narrative:
Motor error alarm during rewind due to encoder signal out of phase. Unable to perform occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm.